Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an oophorectomy, the bag breaking. Experienced surgeon indicates the bag is breaking when attempting to close. Current patient status is unknown. The difficulty did not result in any tissue damage or patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Opened new one to correct the situation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) conducted an evaluation of one device sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, and an evaluation of the returned device. The bag was detached and not received. The string was cut, and there was plastic bag remnant on the metal ring. The metal ring was intact. Metal ring was intact. The plunger and metal ring advanced and retracted properly. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.